Event description:
It was reported that the ventilator failed the internal leakage test during pre-sure checks displaying an error message "system volume too small." Excessive air was escaping from the air module.